Manufacturer narrative:
Result - lost limits.

Event description:
It was reported by service report that the fowler would not lower and the CPR release was not functional. The customer could not determine if there was pt involvement, however, no adverse consequences were reported.